Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device was not sealing completely, although endtones, indicating completed seal cycles, were heard. Minimal uterine artery bleeding occurred, and the surgeon took immediate measures to stop the bleeding. There was no injury to the pt.